Event description:
IV lines were being set up by various nurses on various units. Nurses were unable to get valve to open. Unable to penetrate valve with male leur tip.defective devices are (thus far) confined to lot # 5256399. Delay in therapy (by a few minutes) and difficulty in starting line were experienced. Note that multiple units of the extension set failed. Failure was replicated outside of clinical units. Device appears to be defective.